Event description:
It was reported that a patient presented with inappropriate therapy due to pseudo fusion on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.